Event description:
Healthcare professional reports higher than expected results on protime microcoagulation system. Protime generated inr 2.3. Lab generated inr 1.4. Lqc acceptable. Pt's therapeutic range 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 reference itc complaint #(B)(4). MFR/eval/investigation in process. Device record history was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record eval completed. Complaint would not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.